Manufacturer narrative:
MDR 3003442380-2024-01028 - device 4 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannula was bent events over the past month. All the events occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was 300 mg/dl at the time issue was noticed and the customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.